Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced high blood glucose event of 400mg/dl on (B)(6) 2026. The high blood glucose event lasted three to four hours. The patient received treatment with correction bolus via pump and a meal bolus, and the event resolved. No further information is available.

Manufacturer narrative:
E1: patient city: donostia. Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.